Event description:
Customer reported that the insulin pump has an error alarm after every battery change and goes through a self test. Customer is then prompted to rewind the insulin pump. Customer's blood glucose reading at the time of the call was 160 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.